Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found non-conformance 200029472 (deactivation fog-free-function) and 200031372 (deactivation fog-free-function incl. Special approval) was found. The device was reworked and cleared for market release. Based on the investigation, the reported failure of the image was purple, was confirmed due to a broken video cable. In addition, found the fiber bonding in the outer tube area (distal end) damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid videoscope had pink vision. There were no reports of patient harm.

Event description:
It was reported, the rigid videoscope had pink vision. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.